Manufacturer narrative:
Resolution was requested from the field. It was further reported that this patient will be seeing their physician for further evaluation. On-going alerts continue for this issue. As of today information suggests this device and lead remain in-service. Should additional information become available this event will be updated. Further information received noted that the device was taken out of the pocket to be checked and rinsed for possible infection (captured in (B)(4)). The patient was sent to a second physician to address the infection and device interrogation revealed a shock impedance > 125 ohms when programmed in triad and in coil to coil. However, when programmed rv coil to can it was 58 ohms. There was inquiry of possible set screw issues. Final resolution was requested from the field representative. As of today, no further information has been received. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected and out of range shock impedance on this defibrillation lead. No adverse patient effects were reported.

Manufacturer narrative:
It was later reported that the patient had intravenous antibiotics because of the infection in the pocket. The representative noted nothing else had been done to the device and have no plans to right now. The shocking vector was programmed from distal coil to can.